Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the investigation will be reopened for further investigation.

Event description:
It was reported that the pump exhibited an alarm for no disposable clamp tubing one day after a cassette change. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation: no product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: d4: correction: model number: 6400 h4: correction: device manufacturing date: 06-sep-2017